Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this patient underwent removal of a locking compression plate (lcp) 4,5/5.0 on (B)(6) 2013 from a prior bone fixation after it was broken down. The surgeon removed it and installed a distal femoral nail (dfn) pin. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The breakage of the locking compression plate (lcp) occurred at the tenth combination plate hole (dcu and threaded part). The lcp is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp is in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated lcp were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the lcp is 17.42 mm and the thickness is 5.14 mm. One end of the plate was bent upwards (holes 14 ¿ 16), leading to macroscopically visible in-dents on the upper side of the plate at the holes 8, 10, 16 and on the lower side between the holes 7 and 8 and at the hole 13. The plate broke at the tenth plate hole and exhibited a crack at the eighth plate hole, both starting at the indents. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Scratches were observed on the whole surface of the plate and corrosion marks were present at the first and thirteenth combination plate hole. Fretting corrosion results from micro movements between the screw head and the plate. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the fracture surfaces of the fragment with the plate holes one to ten using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at a mechanical damage on the upper side of the lcp and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed subsidiary cracks. A documented fatigue crack close to the initial fracture zone indicates multiple crack initiation. Sem observations and findings showed that the plate failure was caused by mechanical damages, leading to fatigue and overload. The lcp was implanted because of a femur fracture. The date of implantation of the plate is unknown. According to the device report, the breakage of the plate occurred on the (B)(6) 2013. The date of the revision surgery to remove the broken implant and replace is unknown. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending loads (alternating load cycles during walking). The fatigue strength of the lcp was reduced by the mechanical damages present on the surface. Thus first cracks started at damaged areas and finally led to the overload respectively to the fatigue fracture of the lcp. The mechanically damaged plate could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.